Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Tech called in for help on 8300 unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech get error code 570.6200 on etco2 unit which has to do with etco2 boars on unit built in test failed will need to replace the etco2 board on unit confirm part number with price quote without tax.